Event description:
It was reported that a frayed wire was found on the mega needle driver instrument during a da vinci s hysterectomy procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the grip cable is frayed at the distal idler pulley. The frayed strands stick out at the wrist. Other cables at wrist are not damaged. Additionally, the instrument was found with frayed pitch cable at distal clevis hub. No damage was found at the clevis. The instrument had 5 uses left. On (B)(4) 2012, the reporter was contacted regarding the customer complaint. It was stated that no fallen pieces were observed in the patient. No further information was available. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.